Event description:
It was reported that the day after the device and lead were implanted the physician observed a lead alert and saw an intermittent capture error. The lead was removed and replaced. After reconnecting the new replacement lead multiple times during the procedure, the physician noticed the same intermittent capture error. The physician then replaced the device and the error no longer occurred. It was found that the original device was causing the error. It was further reported that retrieving a product performance data file was not possible as there was no telemetry with the device. The replacement device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.